Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).

Event description:
An optometrist reported a patient developed an eye infection in the right eye (od) following use of this product. The patient was treated by an ophthalmologist with antibiotics from (B)(6) 2011 until (B)(6) 2011. The optometrist reported the patient's vision was 20/20 od with a clear cornea. The event resolved with treatment.